Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the hospital and no parts have reportedly been replaced. Our investigation consists of a ventilator log evaluation and provided pictures. Successful pre-use check was performed at 202-12-17 and it seems that the patient was ventilated for several days. The event log contains 2000 events so it only covers the time from on (B)(6) 2020, which they have ventilated continuously. There is only one alarm about problem with the flow measurement and it only exist for a two seconds and then the flow measurement beacem ok again. Review of last minutes of ventilation (from the time of first co2 alarm which is probably the first indication that something is happening,) unfortunately, none of the trend files cover this time. Many patient circuit disconnect alarms that indicate large leakage, or blocked patient circuit. The alarm appeared if the exp pressure does not differs during breathing. Paw high rather indicates a blockage (peep low the opposite but it can be the result of opening a safety valve at both paw high and patient circuit. A co2 high indicates insufficient ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Review of the provided pictures revealed dried saline/water in the expiratory cassette. It's hard to believe that this small amount of water could affect the ventilation, it would required drops on flow transducer. The conclusion is that the provided logs revealed insufficient ventilation but the root cause for the insufficient ventilation could not be determined.

Event description:
It was reported that the ventilator generated alarms for expiratory minute volume low. There was no patient harm. Manufacturer's ref #: (B)(4).